Event description:
It was reported that the insulin pump had numbers on the display that began to scroll uncontrollably. The blood glucose reading was 82 mg/dl. The customer stated that she could not stop the scrolling numbers so she removed the battery, and then the device alarmed button error. She noted that she had been sweating prior to the event. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm due to moisture damage keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump had cracked display window corner and cracked reservoir tube lip.